Event description:
Quinton catheter IV tubing (broke) came apart. Rt femoral quinton site patent, catheter flushed easily & clamped. Pt found in pool of blood & pt required 2 units of prbc's to be transfused.